Manufacturer narrative:
The investigation for the console (aic) controller failure (red alarm) has been completed. Data logs were reviewed which showed the console was in use 12 days when the pump stopped due to phase current differences. This happened multiple times over the next 10 minutes as the pump was attempted to be restarted and the pmd was power cycled but the phase current differential persisted and the pump continued to stop. The pump was moved over to a different console but again there were phase current differentials causing pump stops. The console was returned for investigation but the failure mode was not reproduced and the console was able to successfully run pumps without a pump stop. Because there was an electrical open found in the pump, neither console malfunctioned causing the pump stops when consoles were used with known good pumps. The pump associated with the pump stop has been reported in MFR report #1220648-2024-19013.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed received notification of of the impact study reporting the complainant had placed a impella 5.5 pump for support of a patient admitted in for surgery and suffering from post-cardiotomy cardiogenic shock. The team noted the impella 5.5 had issues with the automated impella controller, which displayed a controller failure (red alarm). The console was exchanged and patient remained in stable condition on venoarterial extracorporeal membrane oxygenation.